Event description:
It was reported that during transurethral water vapor ablation of prostate procedure there was no steam generation during priming. The treatment was not completed due to this event. The patient was stable, there was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
Upon receipt this delivery device at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned product identified that device vapor not delivered could not be substantiated during functional testing and no other fault conditions were identified. The return device shown steam normal while analysis without issues. The reported complaint was not confirmed. Based on analysis and the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during transurethral water vapor ablation of prostate procedure there was no steam generation during priming. The treatment was not completed due to this event. The patient was stable, there was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.